Manufacturer narrative:
Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100636943 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404131 serial number: n/a batch/lot number: 1100623847 model/catalog description: belt cuff fgs 4.5 cm iz unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the pressure regulating balloon (prb) of this artificial urinary sphincter (aus) was not working properly. Upon inspection, fluid loss was noticed. As a result, the device was explanted. No patient complications were reported.